Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient had poor/no telemetry with recharging and poor communication. The patient stated that their recharger (insr) and patient programmer (pp) were not working with the ins. They stated that they saw a flashing screen when they tried to use their recharger and then they saw an ¿info¿ icon in the corner. The patient described the icons and it sounded like they were seeing the poor communication screen. It was reported that the last time they were able to successfully charge their device was a couple of months ago. They stated that the reason for not charging their device was because prior to the patient¿s current issues, their recharger would not charge their ins correctly. The patient stated that they were not sure what the issue was before. The patient was redirected to follow-up with their healthcare provider (hcp) to address the possible overdischarge. It was asked if the patient was able to communicate with another external device, but the patient did not have their pp with her at the time of the call. The patient stated that they had talked with their healthcare provider (hcp), but they couldn¿t get in with them for an appointment until (B)(6) 2017. The patient stated that they would try to call a manufacturing representative. It was reported that the issue of the patient possibly seeing the poor communication screen on the insr and pp been occurring for about a month, since (B)(6) 2017 and it was asked but unknown when the issue with their recharger not charging the ins correctly, but was indicated that this occurred prior to their current issue (communication screen, unable to communicate/recharge ins). No further complications were reported/anticipated.